Event description:
It was reported that the patient presented for system extraction due to lead erosion. It was noted that the leads were eroding through the skin, which appeared adherent and taut. The entire system, including the implantable cardioverter defibrillator (ICD), right atrial (ra), right ventricular (rv), and left ventricular (lv) lead, underwent mechanical extraction with a temporary-permanent pacing lead placed in the right internal jugular (ij) vein. The ICD and lv lead were successfully explanted; however, the procedure was abandoned as the ra and rv leads could not be extracted due to the presence of scar tissue in the subclavian area. The patient remained in stable condition.